Event description:
It was reported that this right atrial (ra) lead exhibited oversensing over the ventricular channel resulting in a recorded atrial tachy response (atr) episode. Rhythmcare provided programming options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.